Event description:
It was reported that the user experienced hypoglycemia with sensor readings in the 40 mg/dl while using the ilet system, with lunch announcements associated with apparent insulin delivery spikes; the user treated with oral glucose and later confirmed a fingerstick value of 86 mg/dl, and a factory reset and in-person pump training were advised. Investigation included customer service troubleshooting, review of device data, and user education. Further investigation of this case revealed inconsistent sensor readings compared to fingerstick values, with glucose trending upward after treatment. Symptoms included low blood glucose. Outcomes included temporary interference with daily activities and the need for self-treatment with oral carbohydrates. It was concluded that, based on previously established findings for similar reports, the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.